Manufacturer narrative:
The insulin pump was received no button response due to lcd unlock keypad connector; the connector was able lock and reconnected. The operating currents were tested and all currents are within specifications. The insulin pump passed self test. No unexpected off no power alarm and no blank display. The insulin pump had minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump tuned off on its own without a low battery alarm. The blood glucose reading was unknown.